Event description:
The customer's daughter reported via phone call that the insulin pump had been exposed to insulin and was wet. The customer's daughter explained that the customer was hospitalized for a non-diabetes related issue. The customer's blood glucose was unknown. While the customer was in the hospital, the insulin pump was placed in a plastic bag with a reservoir that still had insulin. The customer's daughter explained that the insulin pump was vibrating without an alarm or alert. The insulin pump was not beeping at the time of the call but was before the call. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces and moisture damage found on the lcd board. Unable to verify vibration anomaly due to button keypad anomaly. The insulin pump has minor scratched display window.